Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual inspection of the returned device was performed. Item and lot number confirmed as correct. The device exhibits signs of insertion attempts (gouges). No dimensional analysis performed as it as indicated that the device had been autoclaved prior to being sent back to zimmer biomet. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there was a 15 minute surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42545000513; tibial central cone size large; lot# 66880790. 00598801014; 14mm dia 100mm length straight stem ext; lot# 65900941. 00588000500; size 5 precoat cemented tibial component; lot# 66418695. 00598801115; long 15mm dia 155mm length straight stem ext; lot# 64291069. 00599003601; posterior femoral augment block precoat; lot# 65790166. 00599003610; distal femoral augment block precoat; lot# 67097610. 00599003601; posterior femoral augment block precoat; lot# 67097594. 00599003620; distal femoral augment block precoat; lot# 65887229. 00599003620; distal femoral augment block precoat; lot# 65779033. 42545001012; femoral central cone size medium; lot# 66880793. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the surgeon went to implant the articular surface and it would not engage the posterior post of the tibia. This caused the surface to keep slipping over the post and would never fully seat in to place. Surgeon tried several times. The procedure was completed using a second device.